Manufacturer narrative:
Product analysis: the device returned loaded into the guideliner. A number of the proximal stent wraps were bunched and deformed. The stent had moved distally on the balloon. Crimp impressions were visible on the exposed balloon surface. The proximal balloon folds were open. Blood was present in the balloon and inflation lumen indicating the presence of a leak. The device was placed in the waterbath to disperse the blood. The device failed negative prep. On pressurization of the device, a leak/burst was observed on the transition tubing, proximal to the guidewire entry port. There was severe scratching and partial pinching of the transition tubing material starting 9.5mm proximal to the guidewire entry port and extending 6mm distally along the tubing. Sem analysis indicated that the damage to the transition tubing occurred due to an external mechanical force; the material was pushed proximally at the leak site. The shaft was cut distal to the guidewire entry port to facilitate balloon inflation. Negative prep did not detect a leak and the balloon maintained pressure when inflated to 9atms. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified, 75% stenosis and severely tortuous lad lesion. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. It was reported that during the procedure when attempting to deliver the device, resistance was encountered. The device did not pass through a previously deployed stent. It was reported that several pre-dilations were performed because difficulties delivering the stent to the lesion due to severe tortuosity. It was reported that the physician barely crossed the lesion using the non mdt guide catheter. When the physician attempted to apply pressure (9 atm) to deploy the stent, the pressure did not rise. Because the contrast solution started to leak from the catheter, the physician suspected a catheter leak (the exact location is unknown), and removed it. When the stent system was withdrawn from the coronary artery into the gc, the stent system was caught on the tip of the gc and thus it could not be retracted into the gc. The procedure was completed with another resolute integrity stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.